Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals and suspected oversening. Several x rays were performed and showed a bend and a suspected fracture on the electrode near the header and pocket. Technical services (ts) recommended a revision. At this time this s-ICD remains in service. No adverse patient effects were reported.